Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned with the product packaging and label. A longitudinal rupture was observed 6.5cm from the distal tip. The rupture was examined under microscopic magnification and a the longitudinal rupture measured 1.4cm in length. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an 0.035¿ guidewire and it passed without issue. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is confirmed for a longitudinal rupture on the barrel of the balloon. The investigation is unconfirmed for a break. The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: specific warnings, precautions and directions for use of the rival pta dilatation catheter are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pta balloon allegedly would not inflated during the first inflation. It was further reported that upon removal from the patient, an alleged break was identified. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium (30-50% contrast medium/50-70% sterile saline solution). It has been shown that a 30/70% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Dilatation catheter preparations: connect a stopcock to the balloon inflation female luer hub on the dilatation catheter. Connect the syringe to the stopcock. Hold the syringe with the nozzle pointing downward, open the stopcock and aspirate for approximately 15 seconds. Release the plunger. Use of the rival pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pta balloon allegedly would not inflate during the first inflation. It was further reported that upon removal from the patient, an alleged break was identified. There was no reported retraction difficulty through the sheath. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.